Manufacturer narrative:
(B)(4). An event of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who observed air in their patient line following a check patient line alarm. The patient ended therapy and planned to go to the clinic the following day. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.